Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a primary infusion of methotrexate 3150mg in d5w was programmed to infuse at 16ml/hr. Over 23.5hrs. However, when the infusion was checked 5 hours after initiation of the infusion, the bag was half empty. The medication label stated; "methotrexate 3150mg in d5w 250ml, total volume = 376ml, +/- 126ml"; which indicated per pharmacy that 126ml was removed and replaced with 126ml of methotrexate. The vtbi was reportedly programmed at 376ml. The customer is "alleging that either the pharmacist put the information into the computer to generate the label incorrectly or the volume in the bag was truly 376ml and the pump malfunctioned". There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that methotrexate infused too quickly was not confirmed. The review of the pcu event log shows that at 2:01 pm on (B)(6) 2017 a methotrexate infusion was started at 16 ml/hr with a duration of 23 hours 45 minutes. At 7:30 pm the rate was decreased to 9 ml/hr and at 2:39 am on (B)(6) 2017 the rate was decreased to 6 ml/hr. Over the next several hours the rate was changed several times to 4ml/hr, 5ml/hr, 6ml/hr, and 1ml/hr. At 1:36 pm the module was channeled off. The total volume recorded as infused was 235.749 ml. Inspection of the pump module showed that the instrument seal was removed from the case. The latch and sear were found to be 3rd party parts, and a crack was observed on the bezel at the lower hinge. Testing performed on the pump module found the device operating in specification. The root cause that the pump module infused faster than expected was not identified.